Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of a displayed error code however it was noted that it failed an incoming test step due to the liquid crystal display having a "bleeding" screen. Analysis further noted the upper case and ring cover were broken, two side bail covers, two side bails and the ring were missing, the battery contacts were compressed and the battery drawer was contaminated. The device was to be scrapped in-house.

Event description:
It was later reported that the epg was returned as a trade in.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the customer that the external pulse generator (epg) displayed an error code. It was explained to the customer that the error may have been due to interrupting the self-test upon start-up by pressing a key. It was recommended that the battery be removed to reset the epg and turn the device on again. The epg was restored to service and remains in use. There was no patient involvement.